Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(4) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-mar-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-mar-2020, UDI#: (B)(4). (B)(4), (B)(6). Fdccodes: 67, fdmcodes: 4117, fdrcodes: 3221 pertain to product ID: 977a260, serial#: (B)(4), product type: lead, and product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been using their neurostimulator constantly since they had it installed and it was great help with the patient¿s arthritis. Suddenly, the unit stopped working. The patient contacted their healthcare provider (hcp) who said that the leads ¿went out¿ and the only thing the hcp could do was replace it, but surgery would not be advisable due to the patient¿s age. The patient was having a lot of pain in their hips and legs and the implant helped so much. The patient thought it should have functioned longer than this. No further complications were reported/anticipated.